Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ruptured lumen was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr d/l powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed 2.4cm distal of the purple luer hub. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. Care should be taken when using sharp-edged instruments near the product, and the product instruction for use (IFU) was found to contain the following information which may be relevant to this type of event, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps." An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the purple path ruptured. Update (10/26): when performing the salinization, it was noticed a leakage in the extension of the purple path. The catheter was removed immediately.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz1844 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebz1844) have been reported from the same facility in (B)(4).

Event description:
It was reported that the purple path ruptured. Update ((B)(6)): when performing the salinization, it was noticed a leakage in the extension of the purple path. The catheter was removed immediately.